Manufacturer narrative:
(B)(4). The complaint ojr414 optiflow junior 2 nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing from one side of the ojr414 optiflow junior 2 nasal cannula was disconnected, causing the patient to desaturate. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint ojr414 junior cannula was received at fisher & paykel healthcare for investigation and was visually inspected. Results: visual inspection of the returned cannula showed that one tube had detached from the swivel grip joint. Evidence of adhesive was present inside the swivel grip. Conclusion: the observed damage was most likely caused by an excessive pulling force. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, a tube tensile strength test is carried out, also samples are taken from each run pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A healthcare facility in colorado reported via a fisher & paykel healthcare (f&p) field representative that the tubing from one side of the ojr414 optiflow junior 2 nasal cannula was disconnected, causing the patient to desaturate. No further patient consequence was reported.